Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an unknown error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2017. The patient manages his diabetes with oral medication, diet and exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported that on (B)(6) 2017, after the issue occurred, he developed symptoms of ¿dizzy and shaking¿ and visited his doctor¿s office, where he had his blood glucose tested on a doctor¿s meter, however could not specify the results and stated that the doctor ¿decreased his dosage of glimepiride to 1mg at night.¿ during troubleshooting the cca noted that patient was unable to walk through a retest in order to try and resolve the issue. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.